Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing overstimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure.